Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the acrobat suv off pump system with the xpose 4 device failed to suction properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.